Manufacturer narrative:
(B)(4)

Event description:
The reporter indicated that a 12.6mm vicmo12.6 implantable collamer lens of a -4.5 diopter was implanted into the patient's left eye (os) on (B)(6) 2023. The lens was intraoperatively implanted, removed, and replaced for a longer length lens due to low vault. The problem was resolved.

Manufacturer narrative:
H11: MFR#: 2023826-2024-00940 was found to be a duplicate of MFR#: 2023826-2024-00880. Disregard initial medwatch report. Claim#: (B)(4).